Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events and patient's outcome could not be conclusively established through this evaluation. Additionally, the report of low flow alarms could not be confirmed through this evaluation as no log files were submitted for review; however, it was noted that the low flow alarms were in the setting of worsening hypotension. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. Heartmate 3 lvas, serial number: (B)(6), has not been returned for evaluation at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists bleeding and death as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 1 of the IFU provides an explanation of all pump parameters, including flow and power. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
3261 - multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2023, the patient underwent a redo sternotomy with heart mate 3 (hm3) implantation for destination therapy. The patient was taken back to the operating room (or) on (B)(6) 2023 for re-exploration due to bleeding which required venoarterial (va) ECMO for support. On (B)(6) 2023, they had a significant change in their clinical condition with acute liver failure as evidenced by markedly elevated liver function tests (lfts), acute coagulopathy with international normalized ratio (inr) 5.9, profound metabolic acidosis requiring persistent nahco3 pushes, and worsening hypotension with increasing pressor requirements and low flow alarms intermittently. Discussed clinical picture with family, and unfortunately despite all efforts, patient with multiorgan system failure (msof) with renal, cardiac, liver, and kidney failure was felt to not survive. Family wished to pursue comfort measures. Palliative care team was following. Hospice was consulted and the patient was discharged to inpatient hospice. Comfort care measures were undertaken. Once all family had arrived, continuous renal replacement therapy (crrt) and IV medications were discontinued. They were terminally extubated and disconnected from mechanical support with the left ventricular assist device (lvad).